Event description:
It was reported that a injector n35-o had foreign matter before use. The following was reported by the initial reporter: "it was reported that there was a powdery like residue within packaging. Event description states: a fine powdery like residue within the packaging and on the n35-o. This was a single occurrence. Only observed once for this lot."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/22/2020. H.6. Investigation: one photo along with one thousand five hundred and seven injector samples were provided to our quality engineer for investigation. Upon reviewing the photo, white particles can be observed on the surface of the injector hub. All samples returned were inspected using magnification and white particles were found on one hundred and one of the injectors. A device history review was performed for lot 2002111, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Ten retained samples of the same lot were used for additional evaluation. The product was inspected and no particles were observed on any of the injectors. Sterilization testing was performed and results were found to be within specification. The product was sent for characterization testing and the particles were identified to consist of tyvek paper which is used in the packaging of this product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a injector n35-o had foreign matter before use. The following was reported by the initial reporter: "it was reported that there was a powdery like residue within packaging. Event description states: a fine powdery like residue within the packaging and on the n35-o. This was a single occurrence. Only observed once for this lot."